Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that there was foreign matter in the objective and illumination lens of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the investigation results and the information provided, it was not possible to determine the nature of the foreign material. Although no damage was found in the area where the foreign material was detected, it is likely that insufficient cleaning caused the issue. Consequently, a definitive root cause could not be identified. However, the legal manufacturer reviewed the customer-provided cleaning, disinfection, and sterilization (cds) processes. During this review, a deviation from the instructions for use (IFU) was confirmed: the customer did not specify whether there was any delay in the start of pre-cleaning and also did not pre-soak the endoscope in the detergent solution. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device.